Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the o-rings of the reservoir. Customer's blood glucose level was 8.2 mmol/l. Customer gets the occlusion alert usually when the reservoir is at 200. When the customer pushes at the end of the reservoir it is stuck and not moving forward. One reservoir will be returned. A new box of supplies will be sent to the customer due to the occlusion alert. Customer was asked to disconnect, remove the reservoir, and perform 5 units via fixed prime. Pump was not alerting. It was found that the customer never uses fixed prime. Customer was explained why he needs to do this and how to perform it. Now the customer is connected correctly. No additional information provided.